Event description:
Went to receive tatoo removal from a (B)(6) that advertised the procedure and advertised a different machine than what they used. They used an elite mpx that's not FDA approved for tatoo removal. This resulted ful thickness burns that are permanently disfiguring. Event abated after use: no. Event reappeared after reintroduction: yes.